Event description:
The user had a head trauma a month ago and experienced a sudden decrease of hearing since then. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a head trauma a month ago and experienced a sudden decrease of hearing since then. Further medical intervention is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Further medical intervention is considered but no date has been scheduled yet.